Event description:
It was reported that the patient experience unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and a new 4.0cm aus cuff, pump, and balloon were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.